Event description:
The customer reported low suction with their pump in style breast pump. When speaking with a medela clinician, the customer stated that she had visited her physician and received antibiotics to treat a clogged duct, which is a safety issue.

Manufacturer narrative:
The product was received from the customer, however, as of date of this report an evaluation has not been completed. Should additional info become available resulting in new, changed, or corrected info, a follow up report will be created at that time. It cannot be definitely concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294:breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.